Event description:
Bilateral patient. It was reported that, following a bilateral tka construct had been implanted on patient's both knees on (B)(6) 2010, the patient experienced a right knee insert post breakage that required a revision surgery on (B)(6) 2021 and is now feeling anxious and concerned for the possibility of his left knee insert having the same outcome. The patient is looking for an elective polyethylene exchange despite his health condition being reported as fairly good. This procedure has been scheduled for (B)(6) 2022.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, it is unknown if the planned revision has been performed for the patient's reported anxiety. The patient impact beyond the reported anxiety and unconfirmed revision procedure cannot be determined. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that strenuous activity or trauma can cause the implant to break or become damaged. Postoperative sections recommends periodic, long-term follow-up is to monitor the state of the prosthetic components. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. It is unknown if the planned revision has been performed for the patient's reported anxiety, in addition, no details of any alleged fault, malfunction or injury were provided, therefore no probable cause for the revision can be delineated. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.